Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. To address the bg level, a manual injection was administered. Reportedly, the contact alleged that the pump was not delivering any insulin when a correction bolus was requested. Subsequently, the contact reported alerts and alarms had not occurred prior to the elevated bg level. Although requested by tandem technical support, the contact declined to perform troubleshooting. Reportedly, the customer had manual injections available as alternate insulin therapy.